Manufacturer narrative:
Cusumano, l.r., duckwiler, g.r., roberts, d.g. Et al. Treatment of recurrent pulmonary arteriovenous malformations: comparison of proximal versus distal embolization technique. Cardiovasc intervent radiol 43, 29¿36 (2020). Https://doi-org.libcontent.medtronic.com: 2443/10.1007/s00270-019-02328-0 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Cusumano, l.r., duckwiler, g.r., roberts, d.g. Et al. Treatment of recurrent pulmonary arteriovenous malformations: comparison of proximal versus distal embolization technique. Cardiovasc intervent radiol 43, 29¿36 (2020). Https://doi-org.libcontent.medtronic.com: 2443/10.1007/s00270-019-02328-0 medtronic literature review found reported of patient complications in association with coil embolization. The purpose of this article was to examine the characteristics of recurrent pulmonary arteriovenous malformations (pavms) and compare the success of proximal versus distal embolization technique for treatment of recanalized pavms. The authors reviewed cases of 26 patients who underwent embolization of 64 previously treated recurrent pavms at a single center with imaging follow-up. Of the 26 patients, the average age was 48 years, 16 were female and 10 were male. The article does not state any technical issues during use of the concerto or axium coils used in treatment. The overall embolization success rate for recurrent pavms was 35/64 (54.7%) with a mean follow-up time of 1.6 years the following intra- or post-procedural outcomes were noted: 1. The most severe presenting conditions were transient ischemic attack (tia) seen in 4/26 patients (15.4%) and stroke in 1/26 patients (3.8%). A grade 2 complication occurred in 1/26 patient (3.8%) with a post-procedural fever requiring an overnight observational stay. See attached literature article

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated there were no major complications.